Event description:
It was reported the pt was male, (B)(6). The diagnosis was aortic regurgitation. The medications being infused were nitroglycerin 0.5 mcg/kg/min and dobutamine 3.0 mcg/kg/min. The insertion site was the right jugular vein. Immediately after insertion of the catheter, the blood appeared in the electrical connection of the thermistor. The catheter was removed and a new one successfully inserted. There is reported delay in treatment, but not harm to the pt. No reported pt injuries or complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.